Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter, and a noise device malfunction occurred. After the physician inserted the catheter into the patient¿s heart and connected it to the carto® 3 mapping system, noise was observed on all twelve body surface (bs) leads and all intracardiac (ic) ECG signals on both the carto® 3 mapping system and the ep recording system. There was no signal available to monitor the patient¿s heart-rhythm. The procedure was completed successfully with a similar-like device. There was no patient consequence. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter, and a noise device malfunction occurred. After the physician inserted the catheter into the patient¿s heart and connected it to the carto 3 mapping system, noise was observed on all twelve body surface (bs) leads and all intracardiac (ic) ECG signals on both the carto 3 mapping system and the ep recording system. There was no signal available to monitor the patient¿s heart-rhythm. The procedure was completed successfully with a similar-like device. There was no patient consequence. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system (model and serial no. Unk). (B)(4).